Manufacturer narrative:
Submit date: 03/10/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with an insulin syringe. Customer reports that he opened package, and prior to drawing up medication, the needle detached.